Event description:
It was reported that the ar-9207s 2.8 pins are too big and become stuck in the ar-9401-13 resection guide. The case was completed safely without the guide. See attached image.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The device was not returned, however pictures provided confirm the pin is stuck. This is a known issue with product made prior to eco-27120. The batch was not provided to verify the product revision. Based off the information provided, the most likely cause for the reported failure can be attributed to manufacturing supplier process.